Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to their clinic with reports of feeling their device vibrating. Technical services (ts) was consulted and offered troubleshooting and programming options. In addition, the representative reported that during a previous device check, the patient was found to have no capture on their left ventricular (lv) lead. Subsequently, the patient underwent a revision procedure where the lv lead was successfully explanted and replaced. During the revision procedure it was found that the lv lead was dislodged, therefore, it wasn't delivering pacing when required. No reports of asystole as a result of the reported observations. No additional adverse patient effects were reported.